Event description:
Procedure type: unknown. Patient gender: unknown. According to the reporter: the anvil was stuck and the operator had to resect the rectum to remove it. The patient suffered from colics. No further details have been obtained.